Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the extension tube exhibited a line blocked alarm. Troubleshooting was performed with no success. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg; 8/14/2025. Device evaluation: six used devices and one infusion tubing and buckle set was returned were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint of an adhesive issue can be confirmed but root cause could not be determined. The complaint of an occlusion cannot be confirmed nor replicated.